Manufacturer narrative:
Investigation summary: stroke/ppae: the root cause of the injury was unable to be determined due to insufficient clinical details.

Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
An impella 5.5 device was placed in a 65-year-old male with acute myocardial infarction and cardiogenic shock, known coronary artery disease, and diabetes mellitus. Was supported with an impella 5.5 device placed via the left femoral artery and venoarterial extracorporeal membrane oxygenation. The patient underwent extracorporeal membrane oxygenation decannulation and extubation on 1/19. Following decannulation, the patient was noted to have new left-sided weakness and was alert and oriented times two. Computed tomography imaging demonstrated areas of hypoattenuation involving the right thalamus and right perioccipital regions, suspicious for ischemia or infarction. Per the treating physician, the neurologic findings were attributed to the patient¿s post¿cardiac arrest state. Other contributing factors, such as extracorporeal membrane oxygenation support and the decannulation process, may have contributed to the reported stroke event. The patient required packed red blood cell transfusions post-procedure due to bleeding. The care team stated the bleeding was not related to the impella device. Comprehensive review of the event did not identify evidence suggesting a causal relationship between the impella 5.5 device and the reported events. The patient survived.